Event description:
We have been informed that during procedure, the eva triggered a message indicating that the laser module is defective. The user was unable to resolve the issue but completed the surgery as scheduled by means of a back-up system. No report of patient/user harm. However; due to this event the surgery was prolonged with more than 30 minutes.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during procedure, the eva triggered a message indicating that the laser module is defective . The user was unable to resolve the issue but completed the surgery as scheduled by means of a back-up system. No report of patient/user harm. However, due to this event the surgery was prolonged with more than 30 minutes.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination. A confirmation has been received that the product has been shipped and is pending delivery by the courier

Manufacturer narrative:
With regard to this event, an eva laser mainhouse was shipped for investigation. Unfortunately the product got stuck in transit for undefined period and could not be investigated. The las4 error can be confirmed by a picture and the provided logfiles. The error code las4 indicates that there is an issue with the safety shutter inside the laser module. For safety reasons, the laser module is turned off. Since the replacement of the laser mainhouse, no similar complaints have been logged on the eva surgical system subject to this complaint. Based upon the information available the cause of the reported event most likely is related to a defective safety shutter. However, this cannot be determined conclusively since the system involved is stuck in transit. In case the system will be received after all, this case will be re-opened to include the investigation of the laser mainhouse. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis. Since 2019 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that not all occurrences of the reported error message lead to a prolonged surgery.

Event description:
We have been informed that during procedure, the eva triggered a message indicating that the laser module is defective . The user was unable to resolve the issue but completed the surgery as scheduled by means of a back-up system. No report of patient/user harm. However, due to this event the surgery was prolonged with more than 30 minutes.

Event description:
We have been informed that during procedure, the eva triggered a message indicating that the laser module is defective . The user was unable to resolve the issue but completed the surgery as scheduled by means of a back-up system. No report of patient/user harm. However, due to this event the surgery was prolonged with more than 30 minutes.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is received.

Manufacturer narrative:
In regard to this complaint, logfiles and a picture were provided for review and a laser module was provided for investigation. Review of the logfiles and picture confirmed the occurrence of the reported las4 error message. Investigation of the laser mainhouse revealed the occurrence of the f04a error in the laser memory (las4). The investigation also revealed a failing safety shutter which caused the eva surgical system to display the reported error message. Based on investigation results, it was determined that the reported complaint is attributable to a failing safety shutter of the laser module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Please note a corrective action related to this issue has been implemented. The related laser module was manufactured prior to this implementation. Complaints will be closely monitored to identify any significant adverse trends. A corrective action has been implemented to improve the reliability of the laser module: the improved module is sealed to protect it against dust particles and the shutter is upgraded to a shutter than can better handle the pulsating option (dtp 2016-312). All similar incidents related to the eva surgical system are included in the analysis (lm-shut-sticky). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged surgery. Please note that while the 2023 and 2024 incident numbers are up to date, the installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during procedure, the eva triggered a message indicating that the laser module is defective . The user was unable to resolve the issue but completed the surgery as scheduled by means of a back-up system. No report ofpatient/user harm. However, due to this event the surgery was prolonged with more than 30 minutes.